Event description:
During an iliac external arteriosclerosis, the first catheter couldn't be inserted into a 5fr sheath. A 7fr sheath replaced the 5fr sheath & then on the 1st inflation attempt the catheter balloon burst. The stenosis was dilated with the second catheter but had to be removed along with the sheath after the artery opening site was enlarged.